Manufacturer narrative:
Initial reporter: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused multiple "no disposable" alarms very early on in the treatment. There was no reported adverse event.